Event description:
On (B)(6) 2023, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired while connected to her cycler. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient expired on (B)(6) 2023 while hospitalized. Prior to hospitalization, the patient experienced a cardiac arrest at home (B)(6) 2023 and was transported to the hospital by emergency services. It was affirmed the patient was connected to her liberty select cycler at the time of this event. The patient¿s cardiac arrest was attributed to a significant history of cardiac disease that preexisted her start on pd therapy. The patient had a return of systemic circulation and was admitted to the hospital on the same day. On (B)(6) 2023, it was determined the patient¿s health was rapidly deteriorating and she was placed on hospice which discontinued all modalities of renal replacement therapy. As a result of the patient¿s tenuous status following the cardiac arrest and the hospice order, the patient did not undergo pd therapy during this hospitalization. The patient expired on (B)(6) 2023 due to complications from the cardiac arrest. It was affirmed the patient was not on any modality of dialysis at the time of death. It was confirmed the patient¿s cardiac arrest, the associated hospitalization and her subsequent death were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. During an internal inspection of the returned cycler there were visual indications of dried fluid found underneath the pump assembly. There were no other visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On (B)(6) 2023, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired while connected to her cycler. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient expired on (B)(6) 2023 while hospitalized. Prior to hospitalization, the patient experienced a cardiac arrest at home (B)(6) 2023 and was transported to the hospital by emergency services. It was affirmed the patient was connected to her liberty select cycler at the time of this event. The patient¿s cardiac arrest was attributed to a significant history of cardiac disease that preexisted her start on pd therapy. The patient had a return of systemic circulation and was admitted to the hospital on the same day. On (B)(6) 2023, it was determined the patient¿s health was rapidly deteriorating and she was placed on hospice which discontinued all modalities of renal replacement therapy. As a result of the patient¿s tenuous status following the cardiac arrest and the hospice order, the patient did not undergo pd therapy during this hospitalization. The patient expired on (B)(6) 2023 due to complications from the cardiac arrest. It was affirmed the patient was not on any modality of dialysis at the time of death. It was confirmed the patient¿s cardiac arrest, the associated hospitalization and her subsequent death were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2023, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired while connected to her cycler. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient expired on (B)(6) 2023 while hospitalized. Prior to hospitalization, the patient experienced a cardiac arrest at home (B)(6) 2023 and was transported to the hospital by emergency services. It was affirmed the patient was connected to her liberty select cycler at the time of this event. The patient¿s cardiac arrest was attributed to a significant history of cardiac disease that preexisted her start on pd therapy. The patient had a return of systemic circulation and was admitted to the hospital on the same day. On (B)(6) 2023, it was determined the patient¿s health was rapidly deteriorating and she was placed on hospice which discontinued all modalities of renal replacement therapy. As a result of the patient¿s tenuous status following the cardiac arrest and the hospice order, the patient did not undergo pd therapy during this hospitalization. The patient expired on (B)(6) 2023 due to complications from the cardiac arrest. It was affirmed the patient was not on any modality of dialysis at the time of death. It was confirmed the patient¿s cardiac arrest, the associated hospitalization and her subsequent death were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s cardiac arrest. The cause of this patient¿s death can be attributed to complications from the same cardiac arrest due to a significant history of cardiac disease as reported by a medical professional. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of cardiovascular disease. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events.